Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with elevated iop. The lens was exchanged for a shorter length lens & the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Correction/additional information: h3: device evaluation is not required. Claim: (B)(4).